Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide with a 7fr sheath, after an interventional procedure. Reportedly, a cuff miss occurred. A second and third proglide device were used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The other two proglide devices referenced are being filed under separate medwatch MFR numbers. Evaluation summary: the device was returned for evaluation. The returned condition could not confirm the reported cuff miss. Inspection of the returned device revealed that the anterior cuff successfully captured its needle during the plunger deployment. However, the link was broken at the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the link break at the swage end of the posterior cuff could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.